Event description:
It was reported to boston scientific corporation that a upsylon y-mesh was implanted into the patient on (B)(6) 2017. The patient experienced complications and nonsurgical treatment. Patient symptoms include: vaginal pain; incont not pres. Nonsurgical treatments: on (B)(6) 2018 the patient commenced pain medication: amitriptyline (endep) for the treatment of: to relieve nerve end pain. Treatment duration: 43784. On (B)(6) 2018 the patient commenced incontinence medication: vesicare for the treatment of: incontinence. Treatment duration: 13 months. On (B)(6) 2017 the patient commenced topical treatment (including oestrogen cream): ovestin for the treatment of: improves vaginal lining. Treatment duration: 1 month. On (B)(6) 2018 the patient commenced pain medication: hiprex and vit c for the treatment of: to relieve bladder irritability and prevent infection. Treatment duration: 3 months. On (B)(6) 2018 the patient commenced incontinence medication: oxytrol patches for the treatment of: incontinence. Treatment duration: 5 months. On (B)(6) 2018 the patient commenced topical treatment (including oestrogen cream): ovestin for the treatment of: improves vaginal lining. Treatment duration: 8 months. On (B)(6) 2017 the patient commenced topical treatment (including oestrogen cream): vagifem low pessaries for the treatment of: improves vaginal lining. Treatment duration: 5 months. On (B)(6) 2019 the patient commenced topical treatment (including oestrogen cream): vagifem low pessaries for the treatment of: improve vaginal lining. Treatment duration: ongoping.

Manufacturer narrative:
Patient identifier: (B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.